Event description:
As reported, the balloon on a 5mm x 60mm x 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter ruptured as soon as the tech began to slowly inflate it. There were no reports of patient injury. A new unknown balloon was opened to treat the lesion. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 5mm x 60mm x 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter ruptured as soon as the technician began to slowly inflate it. The balloon catheter was removed from patient very slowly and a new unknown balloon was opened to treat the lesion. There were no reports of patient injury. The device was inflated to six atm before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for five minutes before the anomaly was noted. The device was disposed of post-case. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. An antegrade approach was used. The target site and access site were 80% stenosed and calcified. There was no tortuosity, acute angulation, or bifurcation. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The product was removed intact (in one piece) from the patient. The user was trained in the use of the device. The product was not returned for analysis. A product history record (phr) review of lot 82275906 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 80% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon on a 5mm x 60mm x 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter ruptured as soon as the technician began to slowly inflate it. The balloon catheter was removed from patient very slowly and a new unknown balloon was opened to treat the lesion. There were no reports of patient injury. The device was disposed of post-case. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. An antegrade approach was used. The target site and access site were 80% stenosed and calcified. There was no tortuosity, acute angulation, or bifurcation. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The product was removed intact (in one piece) from the patient. The device was inflated to 6 atm before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for 5 minutes before the anomaly was noted. The user was trained in the use of the device. The device will not be returned for evaluation.